Event description:
Patient reported, left side textured to smooth exchange, rupture and pain. Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture device has been explanted and replaced.

Manufacturer narrative:
Date of event: partial date: (B)(6)2021.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side textured to smooth exchange, rupture and pain. The device remains implanted.